Event description:
It was reported that tandem mobi pump generated cartridge alarm and customer¿s blood glucose level read as high. Customer administered correction insulin by injection and did not seek help from third party. There was adverse impact to the customer¿s blood glucose level, but specific value was not known. Technical support confirmed alarm, arranged replacement pump under warranty, instructed customer to use multiple daily injections as backup therapy, and provided guidance on storing and returning malfunctioning pump and on setting up and connecting replacement pump.